Event description:
When the device was used during a thoracic procedure, it would not release from the tissue. It was manually removed and the case was completed with a new device with no patient consequence.